Event description:
It was reported that a 'bakri tamponade balloon catheter' leaked after placement. A patient required a bakri balloon for treatment of postpartum uterine bleeding estimated to be 600 ml. The balloon was placed through the vagina; there was no contact with metal instruments during the placement process. Resistance was noted during placement. After injection of 200ml into the balloon, ultrasound showed the sterile saline was leaking into the uterine cavity through the drainage opening at the top of the balloon. The balloon was then removed and replaced. The patient was considered hemodynamically stable and did not require a transfusion of any blood products. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1: customer address = (B)(6). E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: it was reported that a 'bakri tamponade balloon catheter' leaked after placement. A patient required a bakri balloon for treatment of postpartum uterine bleeding estimated to be 600 ml. The balloon was placed through the vagina; there was no contact with metal instruments during the placement process. Resistance was noted during placement. After injection of 200ml into the balloon, ultrasound showed the sterile saline was leaking into the uterine cavity through the drainage opening at the top of the balloon. The balloon was then removed and replaced. The patient was considered hemodynamically stable and did not require a transfusion of any blood products. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. A search of the device history record found no related non-conformances reported for lot 14871876. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot 14871876. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in-house or in-field. Cook also reviewed product labeling. The IFU supplied with the device [t_j-sosr_rev4; 'bakri postpartum balloon'] states the following in consideration of the reported failure mode: - 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Functional tests and visual inspection of the returned complaint device were also conducted. One used 'bakri tamponade balloon catheter' was returned for investigation. Upon visual inspection, grasper marks were noted on the balloon material. During functional leak testing, leaking was noted from the lumen. Cook has concluded that the device was manufactured to specification. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.